Event description:
The catheter was inserted in 2006. 12 cm of the catheter was inserted into the patient and 3 cm of the catheter remained outside of the patient. Tape was applied on the catheter tubing. The catheter was flushed with normal saline using a 10ml syringe. Four days later, the clinician noticed that the catheter was leaking. Upon further inspection, the clinician found that the catheter broke at the molded junction. The catheter was hooked to a bed side pump at the time the break occurred.

Manufacturer narrative:
D.10, h.3: the hospital is currently having the sample investigated at an independent testing facility. The hospital stated that they will return the sample to bd medical once the independent testing facility has completed their investigation. Date submitted: 09/29/2006.